Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china (osh), omsc surmised that the reported phenomenon was attributed to the failure of the power supply unit due to aging deterioration by long-term use because over seven years had passed from the subject device had been installed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the fan did not work. The subject device had been returned to (B)(4) because there were stripes on the image of the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4)checked the subject device and found that the reported phenomenon was caused by the failure of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.